Event description:
Two days post-implant x-ray revealed that the lead had perforated. The patient reported of suffering a coughing fit. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.